Event description:
Procedure: IV insertion. When trying to start the IV, the white button was pushed to retract the needle and the needle would not retract. The needle was disposed of in the sharps container. No known harm to patient.